Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels of 650 mg/dl. Customer treated with a bolus using the pump. Customer had the following symptoms: fatigue, thirst, and irritability. Customer stated that when she woke up from being asleep, her blood glucose would not read. Customer woke up at 6am and tried to bolus to get it to go down, but it would not come down. Customer decided to go to the hospital. Customer was given fluids and insulin. Customer was wearing the pump at the time of the emergency room visit. Customer ran a manual prime and the insulin did exit the tubing. Pump settings and alarm history were reviewed and low battery and low reservoir alarms were found. Customer was advised that the pump is functioning correctly. Customer stated that yesterday she received a no delivery alarm yesterday and she cleared the alarm and untangled the tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).